Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. - attachment: [cochrane collaboration review.pdf]

Event description:
It was reported, in an article, that a patient underwent a procedure to treat stress urinary incontinence, urodynamic stress incontinence or mixed urinary incontinence on an unknown date and a sling was implanted. The patient experienced de novo urgency, groin pain and erosion. Additional information was not provided.